Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8400td serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the device has been noticeably used and has minor damage to the inner shaft. The most likely cause is attributed to misuse/user error due to excessive force/improper bone prep.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th dec 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-8400td, torpedo, 4.0 mm x 13 cm, an abnormal noise was detected when the inner core was rotating. When the inner core was pulled out, it was found to be deformed. This was detected during a knee joint debridement surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-8400td. There were no patient harm and no secondary procedure needed.